Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. All operating currents were within specification. The insulin pump had no button error alarm or battery out limit. The device had intermittent button response due to moisture damage on the keypad traces. The insulin pump received with a cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a low reservoir alarm, button error alarm, battery out limit alarm, and physical damage. The blood glucose at the time of the incident was 393 mg/dl. The customer stated that her insulin pump alarmed low reservoir so after trying to fix the device she got a button error alarm and then a battery out limit alarm. The insulin pump also had a crack on the side of the battery compartment. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.